Event description:
The pt described pain of the knee at the pes anserinus muscle. X-ray images in stress situation show an asymmetric knee mechanic. A f/u exam is planned for the end of (B)(6) 2010. So far the pt received local anaesthetics of the pes anserinus muscle.